Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in late (B)(6) 2018 with blood glucose in the 100 mg/dl range at the time of the incident. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident, was taken off at the time of admission, and still ran low while on manual injections. Troubleshooting was completed and the customer will monitor the pump. The customer's doctor advised them to reduce their settings by 50 percent. The insulin pump will not be returned for analysis.